Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2420-0500, batch/lot # 20073023. Rn was getting ready to hang the 2nd round of chemo and was double verifying when the IV tubing was noted to have come apart from the pump segment of the IV tubing. Luckily, was caught before chemo was added to tubing and no patient harm.